Event description:
It was reported that the arctic sun device was not working. There was no adverse effect on patient, therapy continued on another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The as5000 system was calibrated and evaluated for functionality and results were recorded. An electrical safety test was performed. As5000 system passed all tests, is functioning properly and is ready for use. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not working. There was no adverse effect on patient, therapy continued on another device. Per follow up information received via email on 08nov2022, the device would be sent to the biomed after therapy completion for evaluation. The device was currently waiting decontamination. Per follow up information received via email on 09nov2022, there were issues with 45 (ac power lost). The therapy was discontinued when they changed machines and it was not completed with this machine. There was no patient information provided.